Manufacturer narrative:
As reported, the white knurled cap on the hydrosurg plus irrigator detached. To accommodate left-handed users, the design of the trumpet valve includes the removable knurled plug which allows the user to reverse configure the device. A possible cause for the reported condition, is that the knurled plug may have become loosened/unscrewed during use and detached; however, without the subject product, a definitive root cause cannot be determined. The instructions-for-use (IFU), supplied with the device instructs the user to, ¿check and tighten the knurled quick disconnect adapter at the front of the trumpet valve handpiece.¿ review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july, 2021. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the information provided. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an unknown procedure, the white cap (knurled adaptor) detached from the nezhat-dorsey smokeevac trumpet valve handpiece of the bard/davol hydrosurg plus laparoscopic irrigator. There was no reported patient injury.